Event description:
Clinic notes were received for a vns patient reporting that the patient has a history of seizure-like spells which appear to be associated with episodes of syncope, tonic-clonic activities. The patient has episodes of syncope after standing for two minutes, and it was unclear if it was related to orthostatic hypotension or cardiac dysrhythmias. He was referred to be evaluated by cardiology. The physician noted the patient would benefit from coumadin for secondary stroke prevention due to the atrial fibrillation. The physician turned off the vns device on this visit, (B)(6) 2012, as the patient requested. Additional notes were received indicating the patient has two types of spells which he passes out, and the vns indications are not clear. This was the first appointment with this physician. The patient however has not had any recent seizures, but feels the vns may need to be explanted. Follow up with the physician's office confirmed that they do not know the relationship of the arrhythmia and syncope events to vns as the patient was first evaluated on (B)(6) 2012. They disabled the device on (B)(4) 2012 because they do not know if the patient's seizures are epilepsy related to related to alcohol. Therefore, they turned it off to see if the seizure frequency increases without vns. There were no notes to indicate that diagnostics were taken prior to the device being disabled. There was no strong indication why the patient feels the generator should be explanted. However, per the notes, the physician indicated that he will not suggest to have it explanted until the etiology of the patient's seizures are clear. It is unknown to date if the device disablement will be permanent or temporary. The office was unable to provide additional information. Although the patient is requesting explant, the physician suggested turning the device off first and monitoring his symptoms. Although surgery may occur in the future, it has not occurred to date.